Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered two correction boluses. Tandem technical support was unable to verify if the first bolus was delivered successfully; however, the second bolus delivery of 9.7 units was confirmed. The customer's blood glucose (bg) level ranged from 180-240 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.